Manufacturer narrative:
Two photos of a 10ml luer-lok syringe (p/n - 300912) were received and evaluated. One photo is a close-up image of the other photo. Both photos show one loose syringe with an unknown pink needle attached, with all the scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264647 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional syringe scale markings are fading. The following information was provided by the initial reporter, translated from dutch to english: as explained by phone, a complaint has come in to pharmacy of sterile luer-lock syringes of 5 and 10ml. The problem is that the gradations printing on the syringes is fading, making it impossible to read how many milliliters have been pulled up in the syringe, photos see attached. The fading occurs after one pull-up of a liquid (i.e. The syringe is not reused + is not in direct contact with e.g. Disinfectant), so after only minimal and limited manipulation of the syringe. This has been noticed twice in the preparation unit of the pharmacy. I do not have a lot number of the specific cases, but I can see which lots are currently being used. My question is if this complaint has already been reported and or this problem is already known. Could this be linked to a specific lot or has there been a recent change to the printing of the syringes?